Event description:
Rptr had one co's silicone breast implants implanted & has had health problems since. Rptr had this co's breast implants in 1991, because others were ruptured rotted and disintegrated. Rptr had problems with all of breast implants. "Much much much much pain."